Event description:
On (B)(6) 2010, pt reported an e4 occlusion error occurred on her infusion device while attempting a bolus of 4.0 unites of insulin. Pt stated her blood glucose at the time of the call was 234 mg/dl because she ate and was not able to complete her meal bolus. Pt's target blood glucose is 150 mg/dl. Pt reported she decided to change her infusion set, infusion tubing, infusion adapter and insulin cartridge. Pt stated she completed the change the cartridge process, primed, reconnected the infusion tubing to the infusion set and placed the infusion device into run mode. Pt reported the e4 (occlusion) error did not return. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.